Manufacturer narrative:
Additional information is not yet available for this event. Event date is not known. The device has been returned and a device evaluation completed for it. Manufacture date is not known. The user¿s complaint was confirmed. Upon inspection and testing, the video connector latch was observed to be worn out causing poor connection to pigtails. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during preparation for use the device connector in the front was broken and not holding the camera, thereby causing video issues. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Due diligence was executed for this event with no response and no information, including initial reporter occupation, being provided by the customer. The device history record review confirmed that device conformed to specifications and that there were no abnormalities in manufacturing, special adoption, and variations. The device history record review confirmed that device has no abnormality in manufacturing, special adoption, and unevenness. There is no repair history for the device in the past year. The device has been manufactured for more than eight years ago, and it is likely that the video connector socket was worn out due to repeated use over a long period of time, resulting in a video connector socket failure.